Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. The instrument's clevis pin was sticking out half way due to improper swaging. Additional observations not reported were an indentation at the edge of the distal pulley. Failure analysis concluded the damage was likely due to mishandling / misuse. Various scratches on the distal end of the main tube showing light material removal and a rough surface finish were also found. The scratches were short in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the clevis pin swaging and tube abrasions with material removed ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci si sacrocolpopexy procedure the pin near the needle tip came off on a large suturcut needle driver instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.